Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes. The field service representative reported that the patient had the garment incorrectly assembled and the velcro on the equipment was irritating the patient's skin. The patient's nurse applied gauze to the patient's sores. Follow up indicated that the skin irritation has improved, and the nursing staff continues to assist the patient with adjusting the equipment, so it doesn't constantly press into the same area.